Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 09-aug-2022, abbott point of care was contacted by a customer regarding I-stat crea cartridges that yielded suspected discrepant creatinine results on a patient. There was no patient information available at the time of this report. (B)(6). Test/collection times not provided. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The customer has not provided product lot information. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2022. A review of the device history record confirmed the cartridge lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ak, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Event description:
Na.